Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.